Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was turned on, but it would not boot up to the user screen. Upon functional testing, fse found that the issue with the software. Fse reloaded the software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system would not boot up. The device was not in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.